Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Factors that may have influenced the event include patient, procedural pharmacological and lesion. This is one of two products used during the same procedural setting. Please reference MFR report # 9616099-2007-00115.

Event description:
The report received via the database indicated that during the index procedure, the patient experienced a sudden ischemic event, with hemineglect and hemiparesis of the left side. The event occurred after the stent was deployed, with the angioguard device still in place. The patient also became hypotensive, and was not responsive for about 20 min. It is believed by the account that the baroreceptors in the patient's carotid were affected by the increased blood flow after stenting, causing hypotension, which led to this acute ischemic event. They treated the patient with neo, a vasoconstrictor, for 3 days, and she recovered fully. The patient was said to be perfectly normal at discharge, fully recovered with no remaining deficit.